Manufacturer narrative:
Date of event:unknown. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -7.00/2.0/080 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2022 the lens was removed and replaced for spherical lens due to lens shifted in the eye. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event:unknown. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -7.00/2.0/080 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2022 the lens was removed and replaced for spherical lens due to lens shifted in the eye. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 12.1mm tmicl 12.1 implantable collamer lens of -7.00/2.0/080 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On 10-9b)(6) 2022 the lens was explanted and on the same day different surgery a replacement spherical lens was implanted. This was due to lens rotation and refractive change over time. The problem was resolved. Improved vision with residual astigmatism. Cause reported as a patient related factor. Additional information: h6-device evaluation: lens returned in a vial, dry with residue on prduct. Visual inspection found no visible damage to lens. Residue throughout the whole lens. Lens has an orange tint to it. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).